Manufacturer narrative:
Date of report: 09sep2021.

Event description:
The customer called into technical support (ts) reporting that the device experienced a blower temperature high message. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed reported problem. The customer has confirmed the blower temperature high diagnostic code 1122 in the v60 significant event log. The rse advised customer to verify the air inlet filter is not dirty or blocked. Customer is reporting the cooling fan is running and the air inlet filter is not blocked. The customer is going to run the v60 for 48 hours and attempt to reproduce the blower temp diagnostic code. The rse is recommending ordering a replacement v60 blower assembly. Provided biomed with the part # for the v60 blower assembly. Further information is pending.

Manufacturer narrative:
It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The remote service engineer provided part identification for the blower assembly to resolve reported issue. It is unknown if the customer replaced the v60 blower assembly. Multiple attempts have been made to try to obtain further information about this case but no additional information received from the customer. This file is closed and can be reopened if new information becomes available.